Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material around the light guide lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material in the light guide lens glue could not be determined since there was no deviation from instructions for use in reprocessing steps on the location where foreign material remained, and physical damage was not found at the location. Olympus could not identify the foreign material from the provided information. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.